Manufacturer narrative:
(B)(4). Final analysis found that the transmitter would not power on. The prong was removed and re-inserted and the unit still did not power on. Further investigation found burn marks to the ac power adapter¿s main printed circuit board. It was concluded that the burnt damage to the ac power adapter was caused by the water damage which resulted in the no power issue.

Event description:
It was reported that the patient spilled water on their merlin transmitter. It was noted that the power light started to flash and there was no response to the buttons. The transmitter was replaced.